Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high sensing integrity counter (sic) on the right ventricular (rv) lead. Manipulation resulted in high short v-v counts. Ablation and pulmonary vein isolation procedures are planned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.